Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008151 have already been previously tested in the complaint (B)(4) on 07/jun/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the lot 6008151 was manufactured according to the work instruction (wi) version 97 on the packing process in the line m14, on 20/jul/2024, with a total of (B)(4) units. Welding: the lot 4g03919 was assembled according to the wi version 34 on-line inspection for welding machine ls24 and ls25 on 19-jul-2024, with a total of (B)(4) units each. The lot 4g03920 was assembled according to the wi version 34 on-line inspection for welding machine ls06 and ls07 on 19-jul-2024, with a total of (B)(4) units each. Gluing connector: the lot 4g00925 was glued according to the wi version 37, line 03 on 08-jul-2024, with a total of (B)(4) units each. The lot 4g00926 was glued according to the wi version 37, line 3 on 20-jul-2024, with a total of (B)(4) units each. The lot 4g03941 was glued according to the wi version 37, line 03 on 20-jul-2024, with a total of(B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code 1 occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008151 and no found complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.